Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 2.1 mmol/l. The customer treated the low blood glucose readings with food. The customer stated that she was not hospitalized for low blood glucose readings. The customer stated that she had no other issues with the pump.